Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet would not charge or power on despite a solid green light on the charger, and the user had relied on manual therapy for about a week; the issue aligned with a charging problem associated with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem localized to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. A replacement charger was provided.